Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) examined the system remotely and confirmed that the system prompt geometry failure alarm during start up. Upon checking the system, rse found [rmt - pos: application error: post failed: ipc gpio board], which could be a connection issue between the gpio board and the motherboard, suggested fse to download geo ipc board software and perform a full re-install of the geo ipc. The field service engineer (fse) went onsite and reviewed logs file, found ipc gpio board post failed error, the geo ipc had some problem. To resolve the issue fse re-installed geo ipc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.